Event description:
A cardiac perforation and pericardial effusion occurred. It was reported that versacross connect access solution for faradrive, a faradrive sheath and a farawave cathether were selected for pulse field ablation (pfa) procedure. Following completion of the pfa ablation, as the physician was conducting the post ice analysis, and it was noticed a small pericardial effusion in the high right atrium (ra) directed posteriorly. This was not seen when we first started the case and did the baseline ice images. The physician and team decided that to get interventional cardiology involved and do a pericardiocentesis, which was successful and the fluid was drained. Patient is staying overnight for monitoring, and will be discharged when deemed stable. The patient complication was observed when just finished the ablation and moved the faradrive sheath into the left atrium (la). There was a small little jump that occurred prior to going into the la, which makes the physician believes it cause the small perforation. The farawave catheter was in the faradrive sheath, occurred during transseptal. The perforation occurred in the high ra posteriorly directed.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received. Good faith effort attempts to try and retrieve additional details regarding the reported event are in progress, but further information was unable to be obtained. If there is any further relevant information obtained, a supplemental medwatch will be filed. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.